Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: infusomat space article number: 8713050 serial number/batch: (B)(6) software version: n030005 hours of operation: n/a further information: based on the customer's fault description, a complaint about the appliance repair was initiated. - investigation results: history inspection: the device history files could not read out and analyzed because the p2 plug is mechanically defective. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear and is provided with liquid residues but no visible damage was found. A visual inspection revealed that the contacts of the p2 plug are mechanically damaged and have liquid residue on them. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,67%. (Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. No visible damage were found inside the device. Judgment: the complaint could not be confirmed. The infusomat space operates within our specification. No product deviation. The p2 plug is mechanically defective.

Event description:
According to the event description the treatment ran faster than what was entered.